Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the shaft of the device fractured in half toward the distal end. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the mini tightrope, ar-8917ds, was being used in a lisfrac joint dislocation repair procedure. During use, the suture broke. Furthermore, when attempting to remove the remaining screw, it was confirmed that the tip of the inserter was broken and the broken piece was in the head of the screw. Additional information requested. Additional information provided 05/05/2020: the screw was left in the patient with the tip of the driver lodged in the head of the screw. There are no x-rays available and the inserter will be returned for evaluation.